Event description:
It was reported that during a da vinci-assisted umbilical hernia tapp surgical procedure, the monopolar curved scissors (mcs) instrument was allegedly not articulating correctly. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reporter stated the mcs instrument was working but moving slowly than the surgeon intended. The issue occurred with the surgeon head was inside of the surgeon console (ssc) high resolution stereo viewer (hrsv). The issue occurred while the surgeon was attempting to manipulate the instrument from the ssc. The failure was not related to the inability to move the instrument. The movements of the surgeon scaled appropriately to the instrument distance. The customer alleged that instrument did not move in the intended direction. The intended direction/movement was unknown. The timing of the instrument was described as lagging upon the surgeon commanded movement. There were no shakiness and/or friction experienced/observed. There were no instrument-to-instrument or system arm-to-arm interference. No external collisions were confirmed. The issue was intermittent and the surgeon elected to replace the instrument to continue the procedure. There were no specific patterns identified during the event. The instrument was inspected with no damages noted prior to the event.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the monopolar curved scissors (mcs) instrument for failure analysis. The was analyzed and the primary failure could not be reproduced. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The tips opened and closed properly. Additionally, further inspection of the instrument found dried residue around the clamping pulley cable groove. This is unrelated to the alleged movement issue. The complaint was not confirmed by failure analysis.